Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" syringe plunger was damaged. The following information was provided by the initial reporter: mat # unknown lot # unknown. Caller reported: plunger from syringe was deformed (partially melted). Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: customer unable to provide information on type of syringe, best guess is bd 3ml syringe. Product lot #: unavailable did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution: caller successfully filled a cartridge with insulin with a new syringe and needle. No further follow up is required. 07dec2020: 6:15 pm cst: spoke with customer; states that he left the syringe in his car for a whole day and the "black rubber part of the plunger [stopper] in that syringe was partially deformed/shriveled." He states that told them that they did not need to retrieve the damaged item, even though they stated to us that the customer had the item to return, so customer disposed of syringe.